Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2017. The cause of death was adrenal failure. The caller stated that the customer had kidney issues that may have led to the customer's passing. The customer¿s blood glucose was 120 mg/dl at the time of hospitalization. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 2 days prior to passing. The customer was taken off the pump as it would cause her to go low. The customer was in a diabetic coma 3 times before they passed. The customer was not eating well in her last month and had not worn the pump for the last 3-4 months. The customer was not using sensors. The caller declined to return the insulin pump for analysis.